Event description:
It was reported that a printing defect occurred with a bd micro fine plus¿ insulin pen needle. The following information was provided by the initial reporter, "printing defect on the shipper carton."

Manufacturer narrative:
Investigation: ten 32g x 4mm pen needle cartons and seven photos were returned from lot. No. 8275942, cat. No. 320136. Visual examination was carried out on the returned photos and samples and it was observed that the laser print on eight of the cartons was double printed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This issue occurred due to operator intervention on the line which led to over printing of the lot information.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a printing defect occurred with a bd micro fine plus¿ insulin pen needle. The following information was provided by the initial reporter, "printing defect on the shipper carton."